Manufacturer narrative:
There was no lot number provided for this event. Therefore, no manufacturing review could be completed. The product was not returned for evaluation. The root cause in undeterminable.

Event description:
Physician had performed aspiration and upon removal, the scrub noted that the tip looked like it had broken off. When looking under fluoroscopy it was noted that a segment of the pronto v4 was in the vessel. After using a snare to remove the broken segment, it was noted that the piece retained was approx 7 inches long. Additional information received 05dec2017: the device from the account, was discarded. They did have both ends of the device prior to its disposal. It was a peripheral procedure of an arm from groin access. They were able to extract thrombus, and it was upon a difficult removal of the catheter that they noted that a portion of the pronto had broken off. The piece was successfully removed using a snare, the patient did not require any further medication, treatment or additional hospitalization due to the event. No patient impact was reported.